Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient¿s weight at the time of the event was unknown to the company representative. Regarding the patient¿s outcome, the pump was replaced successfully.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H3: the catheter was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving baclofen (4000mcg/ml at 1999.4mcg/day) via an implanted infusion pump. It was reported that the patient started having increased pain on (B)(6) 2020, so they had the pump checked. The hcp indicated it was showing an active motor stall. Logs were reviewed and a motor stall occurred on (B)(6) 2020 with a recovery at 9:46pm. Another stall occurred on (B)(6) 2020 at 9:28am with no noted recovery. The hcp ruled out magnetic resonance imaging (MRI), electromagnetic interference (emi), and magnets being the cause for the stall. It was noted that the patient was supposed to get an MRI on (B)(6) 2020 however, they were denied so the MRI was never actually done. The hcp was given information on putting the pump in minimum rate and silencing the alarm, and the hcp indicated they would order oral baclofen for the patient in the meantime. No further complications were reported or anticipated.

Manufacturer narrative:
The type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via company representative. The physician had replaced the patient¿s pump that evening because he wasn't comfortable putting the patient on orals. The pump was being sent back to the manufacturer for analysis.